Event description:
The customer alleged that his contour meter read at least 200 mg/dl higher than his doctor's meter. The customer was unable to provide the actual readings from his meter. Depending on the customer's reading, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the high results, so no product will be returned.